Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the shaver blade broke off during surgery in the patient's knee. All pieces were retrieved successfully.

Manufacturer narrative:
Alleged failure: the internal shaft of the blade snapped off and came loose in the patient's knee. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be blade comes contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4). Lot number is unknown; therefore, manufacture date can not be confirmed.

Event description:
It was reported that the shaver blade broke off during surgery in the patient's knee. All pieces were retrieved successfully.